Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address hip pain. The surgeon noted formation of large cyst growing up into abductor muscles. Synovitis noted around the capsule area. Surgeon found only two small spots on back of cup where possible bone ingrowth may have occurred.